Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was unknown. The device has not been returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured on the second inflation attempt. The balloon was retracted without issue and no vessel trauma was reported. Reportedly, the fibers of the pta balloon were allegedly hanging off of the balloon after removal from the patient. The procedure was concluded, and no further treatment was provided. The patient was reported to be doing well post procedure.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found peeled pebax throughout the length of the balloon, with unraveled balloon fibers extending off of the distal cone of the device. Therefore, the investigation is confirmed for both peeled pebax and unraveled fibers. The device was inflated and a longitudinal rupture was noted at the location of the unraveled fibers. Therefore, the investigation is confirmed for a longitudinal rupture. It is possible that the identified rupture contributed to the identified fiber and pebax issue. However, the definitive root cause for the identified or reported issues could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured on the second inflation attempt. The balloon was retracted without issue and no vessel trauma was reported. Reportedly, the fibers of the pta balloon were allegedly hanging off of the balloon after removal from the patient. The procedure was concluded, and no further treatment was provided. The patient was reported to be doing well post procedure.